Manufacturer narrative:
(H3) the revision reported was likely the result of an insufficient bond between the humeral components and the bone, which led to aseptic (non-infected) humeral loosening. The extent and root cause of the humeral loosening could not be determined as the devices were not returned for evaluation, and images and radiographs were not provided.

Manufacturer narrative:
After additional review of information and an update to the investigation, the following sections d10, g1, g3, g6, h1, h2, and h6 have been updated accordingly. (D10) concomitant devices: humeral stem or stemless (cat# 300-01-11), replicator plate (cat# 300-10-15), glenoid (cat# 314-02-14).

Manufacturer narrative:
Section d10: concomitant product: humeral stem or stemless (cat#: 300-01-11), replicator plate (cat#: 300-10-15), glenoid (cat#: 314-02-14). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the equinoxe shoulder study, approximately three years post initial right tsa, the 61 y/o male patient developed pain and x ray showed humeral loosening. Patient had a revision surgery on (B)(6) 2023. Per clinical report, the reported event is possibly related to the device and to the procedure.